Manufacturer narrative:
There is no report about the unit being evaluated or repaired yet. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the ventilator experienced a loss of ventilation. The customer returned the printed circuit board (pcb) for investigation. The pcb was installed in a test ventilator. The unit was powered up and past testing. The unit was then run for seven days. No errors or alarms were logged. The reported malfunction could not be duplicated.

Event description:
It was reported by a customer in (B)(6) that, during patient use, an ht70 ventilator went into standby mode after start up, and shut down afterwards. The unit rebooted by itself, and the settings reverted to the manufacturer settings. The settings were changed, and the ventilator properly functioned. When the service staff arrived, the patient was transferred to another ventilator. There was no reported patient injury.